Event description:
It was reported that a virage screw pulled out of the bone while being final tightened during surgery. A screw with a larger diameter was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one (1) of one (1) unknown virage screw (pn unknown) for the failure of screw will not drive into untapped bone. The products were not return for evaluation, and no photos were provided. Medical records were not provided for review. Potential cause root cause was unable to be determined. This could possibly be due to the patient's bone structure or operational details that were not provided. Complaint history a complaint history could not be conducted since the part number was unknown.. DHR review and related actions as the part and lot numbers are unknown, a DHR review could not be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage screw pulled out of the bone while being final tightened during surgery. A screw with a larger diameter was used to complete the procedure. There were no reported patient impacts.